Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain indications. The patient reported that last week they had their pump refilled because it was beeping due to low reservoir. The patient stated they have heard the pump beep since the refill. No known emi interaction beyond the hcp (healthcare provider) clinic during the refill. While on the call, the patient was able to connect to the pump and see no alerts. The agent reviewed pump considerations and redirected patient to the healthcare provider.